Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual examination of the provided picture confirms a broken spring. The product has a potential field life of up to 8 years. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, a problem occurred with the femoral slap hammer. The spring that opens to grasp the implant has broken. No harm to patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: sweden. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, d9, g1-2, g3, g6, h2, h4, h6, h8, h11. The following sections were corrected: d4, g1-2, h4, h8 product was returned and visually assessed which further confirmed a fractured tension spring that connects between the 2 claws. There is a portion of the spring still connected to each claw. Device shows signs of use with indentations and scratches on the main rod. Circular lines and indentations are present on the hammer component. The back of both claws have marks from the slide handle making contact during use. No other damage was noted during visual evaluation. Device has an approximate field age of 7.5 years. The spring was sent for fracture analysis which reported that optical images of the fracture surface exhibited indications of ratchet marks and beach marks artifacts, suggesting that the device possibly fractured due to fatigue mode of failure. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.